Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged ultrasound probe could not be determined however, the damage was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the probe was found to be damaged. Additionally, the evaluation found the following non-reportable malfunction(s): ultrasonic cables were damaged; the insertion tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrovideoscope¿s ultrasound probe broke. The issue was found outside of a surgical procedure. The customer reported the patient was not under anesthesia, therefore, there was no patient involvement or medical intervention associated with this event.